Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited noise on the rate/sense channel. The noise was oversensed resulting in nonsustained ventricular tachycardia (vt) episodes. Pacing was not inhibited as the patient has a normal sinus rhythm. High out of range shock impedance measurements were later noted. An invasive procedure was performed to revise the lead. The device and lead were successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available this report will be updated.